Event description:
The device was implanted via v-p shunt to the patient ((B)(6)). Doi and the initial setting pressure are unknown. In (B)(6) 2014, it was found that the ventricles of his brain became large. Since the patient¿s condition did not improve, the revision surgery was conducted on (B)(6), 2015. The device was replaced by the same new product at 120mmh2o. After the revision, the patient¿s condition was reported as good. According to the surgeon, debris seemed to be stuck in the removed device.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted, as well as a clear liquid inside the valve. No defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak and it only leaked from the needle holes in the needle chamber. No other leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed for pressure testing. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot cphbkr, conformed to the specifications when released to stock on the 17th july 2013. The device functioned correctly and the problem reported by the customer could not be duplicated in the laboratory setting and functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.